Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: scand j infect dis. 2006;38(11-12):1108-10; doi: 10.1080/00365540600664100. (B)(4).

Event description:
It was reported in a journal article with title: vaginal mesh infection due to bacteroides melaninogenicus: a case report of another emerging foreign body related infection. This report presented a case of a (B)(6) year-old woman with moderate rectoenterocele and 1st to 2nd degree of uterine prolapse with an elongated cervix and a small high cystocele. The patient underwent a manchester procedure with repair of cystocele using a polypropylene mesh (prolene). The uterus was also suspended by the posterior ivs (intravaginal slingplasty) technique. Three months after the operation, the patient noted an offensive vaginal discharge and an episode of light vaginal bleeding. Examination revealed a large mesh erosion of the anterior vaginal wall (2 x 3 cm) and 2 small erosions of the ivs tape on the posterior vaginal wall. A vaginal swab from the area of the exposed mesh was taken and the culture revealed growth of bacteroides melaninogenicus. The patient was treated with antibiotics (oral metronidazole 500 mg every 8 hours and doxycycline 100 mg every 12 hours for 10 days) and the exposed part of the mesh was removed surgically during the fourth day of the antimicrobial treatment. Another part of the mesh was observed during physical examination 4 weeks later without any accompanying symptom that was also removed. The patient also continued to avoid intercourse due to severe dyspareunia. In conclusion, vaginal mesh-related infections represent an emerging type of infection that may complicate reconstructive surgery in patients with pelvic organ prolapse.